Manufacturer narrative:
Other, other text: one cadd solis hpca 2110 pump was returned for analysis with no physical damage. The device history log was reviewed with no evidence of fault found. Accuracy testing was performed revealing that the pumps delivery error was with in specification. Based on the evidence, the complaint was not confirmed. However, the root cause is unknown.

Event description:
Information was received indicating that cadd solis hpc a pump over delivers medication. There were no adverse events reported.